Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Section h6, codes c16, d12, and d0301 updated to reflect results of investigation / product evaluation. H6: code d12: the gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: catheter breakage. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: four radiographic jpeg images available for evaluation: 2-partial 3d reconstruction images and 2 -intra-operative angiogram jpeg images. No name, date, or demographics on the jpeg images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot take length or diameter measurements with angiogram images. Pre-implantation partial 3d images show a dissection that appears to start just distal to the left subclavian artery (lsa), in the thoracic aortic arch, through the common iliac arteries, bilaterally. The first intra-operative angiogram jpeg image shows: there is flow in the brachiocephalic artery, the left common carotid artery (lcca), and the left subclavian artery. There appears to be 2 - ctag ac¿s implanted in the thoracic aortic arch. One of the ctag ac¿s is more distal to the distal lsa. Cannot confirm this device migrated or was implanted at this location. Cannot confirm the leading olive was separated from the delivery catheter and remained in the sheath until it was removed. Jpeg #2 shows non-gore devices in the distal descending thoracic aorta (dta) and abdominal aorta. Product evaluation summary: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the findings of the evaluation are consistent with the reported event description that the curved leading olive was separated from the catheter. Based on the device evaluation, the olive was likely not sufficiently bonded to the catheter. The separation of the curved leading olive from the catheter is likely a manufacturing deficiency related to the cmds olive bonding process. Based on this investigation, the potential root cause is insufficient braided shaft depth.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). During preparation, the physician modified the ctag ac by cutting the proximal sleeve. The ctag ac was deployed successfully; however, when withdrawing the delivery catheter, the leading olive was separated and it remained inside the sheath. The separated olive was withdrawn together with the sheath. After that, all the planned devices were implanted successfully from the thoracic aorta to right iliac artery. The final angiography during the procedure showed that the ctag ac device migrated distally. Therefore, another ctag ac was additionally placed just distal the left subclavian artery (this ctag ac was also modified by cutting the proximal sleeve). No endoleak was found. The patient tolerated the procedure. The reporting physician commented as follows: regarding the leading olive separation, the cause was unknown.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.